Manufacturer narrative:
The reported issue was confirmed. The device was evaluated upon receipt. Defective nellcor temperature cable (no temperature reading). Replaced nellcor temperature cable. Cracks on the level sensor. Replaced level sensor. Added screen protector. Fv-est-ctu calibration was performed and passed. A DHR is not required because the batch number of the product is unknown. The batch number for this product is unknown. The most recent IFU will be reviewed. Corrections made to tab(s) f and h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device did not detect the patient's temperature. Per review of wo, no consequence for patient. Per follow up information received via mail on 12mar2026, the client reported that this console was no longer reaching the required temperature target. They have two consoles in their department. They simply switched devices to continue the therapy. Per sample evaluation results received via task on 20mar2026, it was reported that there were cracks on the level sensor.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device did not detect the patient's temperature. Per review of wo, no consequence for patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction- b, d, h. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device did not detect the patient's temperature. Per review of wo, no consequence for patient. Per follow up information received via mail on 12mar2026, the client reported that this console was no longer reaching the required temperature target. They have two consoles in their department. They simply switched devices to continue the therapy. Per sample evaluation results received via task on 20mar2026, it was reported that there were cracks on the level sensor.